Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the header of the pulse generator. Eventually, the lead was inserted into the header and the device was implanted. Tests and measurements were satisfactory. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).